Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used. The patient developed an infection in the subcuticular layer of tissue. The suture was removed. The wound was treated with antiseptic and dressed. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined. Sterility testing was performed and met requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): infection occurred. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 2210968-2012-01347, medwatch 2210968-2012-01348. The same patient is represented in each medwatch.